Manufacturer narrative:
Reference MFR. Report: 1221359-2020-00480, 1221359-2020-00481, 1221359-2020-00482, 1221359-2020-00483, 1221359-2020-00485. The manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1009632 and test base part number 190-430 / lot 1009632 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009632 showed that the complaint rate is (B)(4). The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Investigation is ongoing. Upon completion of the investigation, a supplemental report will submitted to the FDA.

Event description:
The customer reported six false negative results with the ID now covid-19 assay involving six patients (four males and two females). This report represents five of six . The customer reported false negative results on a kitted swab with the ID now covid-19 assay performed (B)(6) 2020. The swab was used to swab the throat. Confirmation testing with pcr generated positive results (date of collection and CT values not provided). The customer confirmed there was no death, serious deterioration in state of health or injury based on the ID now covid-19 test results. The patients were not isolated due to the negative result, and therefore, put other people at risk. There was no delay in any medical procedure or treatment. Some of the patients were symptomatic (not further specified). Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1009632 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.